Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 12atm accordingly within 30 seconds each. However, at second inflation, it was noted that the balloon ruptured at 12atm. The device was simply pulled out from the patient's body. The procedure was completed with a non boston scientific device. No patient complications were reported and the patient was good post procedure.